Event description:
It was reported that a cartridge change error occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump¿s components, successfully allowing the customer to complete the loading process and resume insulin administration. Additionally, the customer later contacted support for further clarification on pump education, and technical support provided the necessary information and emailed cartridge fill instructions.